Event description:
On october 7, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a transurethral microwave thermotherapy (tumt) procedure in 2008. According to the complainant, during procedure prepping the prolieve system's anchoring balloon was leaking and appeared to have a small pinhole. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.